Event description:
Reporter stated that a suction canister imploded during a training session. There was no pt involvement, and no injury reported. Reporter stated they did not know how old the canister was, but that it has been used repeatedly for training.

Manufacturer narrative:
Probable cause of failure is excessive uv exposure and repeated reuse contrary to instructions for use. Product was made in 2006, which is prior to implementation of expiration date (which occurred in 2007.)